Event description:
A doctor alleged that one (1) patient experienced the debonding of her crown approximately three (3) weeks after placement.

Manufacturer narrative:
The doctor re-cemented the patient's crown with maxcem elite, without further incident. To date, the patient is doing fine. The doctor identified two (2) different lots of maxcem elite white; however, he could not recall which lot was used on the patient. The returned product for both of the lots were evaluated for adhesive strength, yielding results within specifications. A DHR review of both of the lots revealed that there were no deviations from the manufacturing process. In addition, no similar complaints were received with regard to either of the lots.